Event description:
Incomplete expansion of the filter occurred. Product was inspection without any anomalies noted. It was reported that device was prepped and inserted according to instructions for use. However due to the pt's allergies minimum contrast was use. The inferior vena cava was not measured during index procedure though it was measured in the CT scan that followed. It is unk if any anticoagulation therapy was administered. There was no thrombus noted in the target site. A right femoral approach was made. Filter was satisfactory placed at the level of l3 below the renal veins. After deployment, the physician was concern that filter was not fully expanded and a CT scan post implant was performed. There were no pre/post procedural complications. There was no pt injury and pt is asymptomatic.